Manufacturer narrative:
It was identified that this is a re-occurrence complaint from an already reported complaint. The investigation has been addressed in philips reference: (B)(4). This complaint will be closed. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system was not booting up correctly. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.